Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) (interpreted as hysterectomy (full),salpingectomy (bilateral))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia had resolved. The reporter considered menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : reporter and patient demographics were added. Updated essure indication. Event injury replaced by specified events pelvic pain and bleeding menorrhagia (heavy menstrual bleeding) added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), pelvic pain ('pelvic pain/ pain') and bipolar disorder ('bipolar') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and abdominal pain. Concurrent conditions included right upper quadrant pain, asthma, anxiety, depression, gerd, acute cholecystitis, menometrorrhagia and ovarian cyst. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced bipolar disorder (seriousness criterion medically significant) and mental disorder ("other mental health issues"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and migraine ("migraines/headaches"). In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headache"). The patient was treated with surgery (total abdominal hysterectomy with cystoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the endometritis, bipolar disorder and mental disorder outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the fatigue, migraine and headache was resolving. The reporter considered bipolar disorder, dysmenorrhoea, endometritis, fatigue, headache, menorrhagia, mental disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2009: positive placement verified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: endometritis, abnormal bleeding (vaginal), dysmenorrhea (cramping), fatigue, migraines/headaches, bipolar and other mental health issues. Essure implant date and removal details were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.